Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: autoimmune reaction. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported (via FDA medwatch mw5090429) that a female patient underwent breast surgery with unspecified mentor saline breast prostheses and suffered several unexplained systemic symptoms, including diabetes, high blood pressure, fibromyalgia, depression, fatigue, inflammation, brain fog, shortness of breath, memory loss, anxiety, pain, joint pain, ibs, gerd, acid reflux, weight gain, hair loss, dry skin, blurry vision, dye eyes, trouble sleeping, high calcium levels, anemia, migraines, trouble concentrating, mood swings, rapid heart rate, and muscle weakness/tightness. No device issue such as rupture was reported. The root cause of the patient¿s symptoms is unclear. As a result, the patient underwent bilateral explantation and replacement with allergan gel breast prostheses in (B)(6) 2013. This medwatch report is for the patient¿s left breast prosthesis.